Manufacturer narrative:
H6 investigation findings code and investigation conclusion was updated.

Manufacturer narrative:
The gm eplex analyzer serial number was (B)(6). The internal quality controls were successful indicating the results were valid and the analyzer issue was performing within specifications. The investigation determined that in mixed cultures, the cobas eplex bcid-gp panel may not identify all organisms in the specimen, depending upon the concentration of each target present. It is possible the s. Aureus target concentration was at the analytical sensitivity of the assay, resulting in the target reported as 'not detected'. Maldi was used as the comparator test and is dependent on single isolates and so in a mixed polymicrobial culture, strains can be missed for identification. Inadequate sample handling (i.e., incomplete mixing) can contribute to false negative results in polymicrobial cultures or false positive results due to the presence bacterial nucleic acids that may be present in blood culture, independent of viability. A consumable anomaly can occur when a target in the same region generates some non-specific signal to breach threshold on a second target in the same region. In regard to the meca target, a strong signal was observed in the first two runs. Over time, the meca resistance gene plasmid can be lost in culture which may explain why the target was not detected on the third repeat.

Event description:
There was an allegation of questionable results from the gm eplex analyzer. The original blood culture was tested in triplicate on the bcid-gp panel. On (B)(6) 2024, the first result from the eplex using the anaerobic bottle was meca detected, staphylococcus detected, staphylococcus aureus detected (low), and staphylococcus epidermidis detected. On (B)(6) 2024, the second result using the aerobic bottle was meca detected, staphylococcus detected, staphylococcus aureus not detected, and staphylococcus epidermidis detected. The third result using the anaerobic bottle was mec a not detected, staphylococcus detected, staphylococcus aureus not detected, and staphylococcus epidermidis detected. The result from the culture was staphylococcus epididymis and staphylococcus hominis.